Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Microscopic inspection of the distal tip revealed damage between electrode 1 and 2 . Electrode 1 appeared to be attached too far proximally over the fiber cavity gaps. When compared to a conforming unit, it was observed that all electrode rings were placed slightly distal. Optical fiber 1 did not meet specifications for optical properties, however, contact force was displayed when the catheter was connected to the tactisys quartz unit. The device did not meet specifications during a shaft leak and irrigation leak test due to an deformation of the shaft material between electrodes 1 and 2, consistent with fluid ingress, and a loss of force data during the procedure. As a result of this finding, abbott is performing further investigation.

Event description:
This report is to advise of an event observed during analysis confirming displaced electrodes.